Manufacturer narrative:
Device evaluation: a visual and a tactile inspection were carried out on the device: - the balloon was unfolded - no defects were detected on the outer shaft - the balloon was no evidence of any ¿twisting¿ seen on the balloon of the device afterwards the balloon was examined with the microscope in order to identify any sign of balloon twist: the analysis did not find any defect on the balloon. A guidewire 0,018" was advanced from the tip to the luer, no resistance was encountered during the procedure. The balloon was inflated at the nominal pressure without exhibiting any issues. Finally the inflated balloon was examined at the microscope in order to detect if the guidewire tube underneath the balloon was twisted. The guidewire tube was not twisted in any points.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a lesion using pacific plus pta balloon catheter, it was reported that a balloon twist occurred during balloon inflation. The lesion was moderately calcified and vessel non-tortuous. Physician completed procedure with another pacific plus pta balloon catheter. There was no injury to patient or clinical sequelae reported for this event.